Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not remain powered on. The customer further advised that when the power button was pressed, that the device would attempt to power on for 1-2 seconds before powering back off by itself. The device showed a status of ok and 2 battery bars on the readiness display. The customer also confirmed that the battery installed in the unit had 2 led's. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an intermittent short on the membrane switch panel. It was observed that there was an intermittent and varying short to 213 ohms between land 6 (on/off) and land 2 (sc2).